Event description:
Device malfunction: vessel locator button failed to engage. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after the clip applier was attached to the introducer sheath, an attempt was made to depress the vessel locator button; however, the button would not stay depressed. A technician held the vessel locator button down while the physician deployed the clip. The device was removed, and hemostasis was achieved with the clip. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.